Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced infusion set tubing was leaking at t: lock on (B)(6) 2025. The infusion set was in use for first two hours after placing the infusion set. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005971 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6005971 was manufactured according to the wi version 96 manufactured in the line multivac 10, on 05/mar/2024, with a total of (B)(4) units. The gluing tube lot 4b04510 was manufactured according to the wi version 61 manufactured in the line sc05 and sc06, on 02/mar/2024, with a total of (B)(4) units. The gluing tube lot 4b04513 was manufactured according to the wi version 61 manufactured in the line sc05 and sc06, on 05/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6005971 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.